Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. D2b (dqy; lit). G3, h6 (device, component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a percutaneous transluminal angioplasty (pta) procedure using the vaccess pta balloon catheter. During the procedure, the balloon came off the shaft completely inside a patient. It was further reported that had to spend over an hour trying to retrieve balloon. There was no reported patient injury.

Event description:
A patient underwent a percutaneous transluminal angioplasty (pta) procedure using the vaccess pta balloon catheter. During the procedure, the balloon came off the shaft completely inside a patient. It was further reported that had to spend over an hour trying to retrieve balloon. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. D2b (dqy;lit). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.